Event description:
It was reported that, following pump implant, the patient was transferred to a rehabilitation facility. Reportedly, no one knew how to take care of the pump, how to refill it and or what was it in it. The pump eventually ran out of medication. The patient was in a great deal of pain. The pump was not working. The pump only worked for a few days for the patient. The reporter clarified that they weren¿t saying that the pump did not work, but that they were upset about the lack of training at the rehabilitation facility and communication between the facility and the hospital. The end result was that the pump was useless to the patient.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).